Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1- event site name- (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while transporting a patient using the cardiosave intra-aortic balloon pump (iabp) in rescue mode with an iabp, the helium gas remaining indicator turned red, inquiring about how much helium was remaining and how much could be used. Customer contacted again, stating that the helium gas had finally ran out and the iabp had stopped. They contacted again the following day and informed that they performed cardiac massage for 30 minutes before transporting the patient to their designated location. It was told that patient's condition was critical.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and an inspection was conducted and no issues were found. This particular failure is not a problem with the device itself.